Event description:
The event is reported as: the staples jammed during surgery. No patient injury reported.

Manufacturer narrative:
Sample returned to manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when completed.